Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the bearings were faulty, corroded due to improper maintenance. The device was repaired and returned to customer on 1/31/2013.

Event description:
The customer reported the device overheated. (B)(4).